Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 at 11:30 pm with a blood glucose level of 500 mg/dl. The customer stated that all records of the ambulance call and hospitalization were lost and does not remember wearing the insulin pump during their hospital stay.